Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the hypotube, and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon was flat. The stylet was returned frozen in the guide wire lumen. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and 2/3 collapsed balloon profile were measured and met manufacturing criteria. In this case, it was reported the nc trek was successfully used to pre-dilate the lesion. As this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated, which likely contributed to the reported difficulties advancing and retracting the catheter. Analysis noted the balloon was returned flat; however a flat balloon is not uncommon when inflated outside of the body, and can also be the result of multiple or high pressure inflations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that the lesion was between the proximal and mid left anterior descending artery bifurcation of the diagonal branch. The nc trek 2.5 x 15 mm balloon was used to pre-dilate the mildly calcified lesion at 16 atmospheres. The balloon was inflated and removed from the anatomy successfully. The balloon was attempted to be used again to dilate, but it had not refolded properly and the physician noted that the navigability had also decreased, and the balloon did not cross the lesion. The physician felt a little resistance when the balloon was removed, like friction, but he could not explain what the resistance was experienced with. A non-abbott 2.5 x 15 mm balloon was then used to successfully dilate the lesion. Then a xience prime 3.0 x 28 mm was placed successfully. No adverse patient effects were reported. No additional information was provided.